Event description:
A patient with deep brain stimulation (dbs) therapy and the implantable neurostimulator (ins) in an abdominal pocket presented with return of symptoms (tremor). The physician interrogated the ins and found it was on and regularly programmed. Impedances were about 200-300 ohms. During reprogramming attempts to try to regain dbs efficacy, when reaching high values (around 4/5v) patient referred pain, burning like sensation, at the pocket site. An x-ray of the pocket revealed that the extension appeared broken near the connection to the ins. The patient referred having a dog which often jumped on him. The physician stated that the patient had gained a lot of weight after implant, the extension might have been "trapped" by fibrosis and might not have been able to "follow" patient's very important abdominal enlargement. The physician explanted and replaced the extension. He found the old extension was torn in two pieces. With new extension, patient is well and dbs is effective. Old extension was thrown away by the physician because for him it was "reasonable" that the mentioned conditions could make the extension break. The extension was superficial and was also tunneled for a long path (from head to lower abdominal pocket). No injury to the patient was reported.

Manufacturer narrative:
(B) (4).